Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had damaged lens, battery contacts corroded, battery spacer missing, battery compartment cracked and downstream occlusion sensor had sign of fluid intrusion. Review of device history log identified following events: "(B)(6) 2019 11:31:56 am high alarm displayed: cassette not attached properly (B)(6) 2019 11:31:59 am high alarm silenced: cassette not attached properly" functional testing included sensor testing. The customer stated issue was able to be duplicated. The problem was caused by fluid intrusion.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump emitted "cassette not attached" alarm. No adverse effects were reported.